Event description:
It was reported that balloon rupture occurred. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon burst and was crumpled up like a ball. The physician attempted to remove the balloon but failed and they had to open to remove the entire balloon. The procedure was completed with another of the same device. It was further reported that the physician had to perform open surgery to have the balloon removed.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon burst and was crumpled up like a ball. The physician attempted to remove the balloon but failed and they had to open to remove the entire balloon. The procedure was completed with another of the same device.